Manufacturer narrative:
Device evaluation: the zebd-5-10 device of lot number c1851246 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zebd-5-10 devices are subject to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zebd-5-10 of lot number c1851246 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1851246. It should be noted that the instructions for use (ifu0045-7) states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization". "Care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent". There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user technique, whereby the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The pig tail of the stent kinked when the user straightened the pig tail using the straightener before attempting to advance over the wire guide. Another zebd-5-10 (lot:c1852368) was used instead for the procedure. N/a - prior to patient contact.